Event description:
Revision surgery due to infection 28 months post-op, all implants removed and antibiotic spacer inserted via posterior approach. Please reference MFR report # 3005180920-2013-00036.